Event description:
It was reported that during preparation for an unspecified procedure a contamination issue occurred. Opening / pushing the switch off valve of the flowswitch device required a lot of force. The switch is very sluggish and gloves were cut/burst during use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).